Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. The door switches were evaluated and found to be working as intended. A review of the event history log revealed multiple 'shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a door sensor that did not recognize the closed door state. The event occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.